Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device dislocation ("hysteroscopy suggested essure coils seen on left and not on right side") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. C91770) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included colecalciferol (vitamin d) from 2015 to 2017 and escitalopram oxalate (lexapro) since 2002. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/ dyspareunia"), migraine ("migraine"), headache ("headaches"), amnesia ("memory loss/ neurological problems: loss of memory"), bladder disorder ("bladder problems /conditions"), urinary tract disorder ("urinary problems /conditions"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), menopausal symptoms ("hormonal changes: menopausal symptoms"), nausea ("nausea"), insomnia ("insomnia"), rash maculo-papular ("blotchy raised bumps"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), pain ("entire body pain"), back pain ("back pain") and arthralgia ("hips pain"). The patient was treated with surgery (supracervical hysterectomy, underwent a procedure to remove essure device.) And surgery (novasure ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, menorrhagia, dyspareunia, abdominal pain, migraine, amnesia, vaginal haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, menopausal symptoms, nausea, insomnia, depression, rash maculo-papular, vaginal discharge, weight increased, pain, back pain and arthralgia outcome was unknown and the headache had not resolved. The reporter considered abdominal pain, amnesia, arthralgia, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, insomnia, menopausal symptoms, menorrhagia, migraine, nausea, pain, pelvic pain, rash maculo-papular, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure did not worsened a previously existing condition. She appropriately sought treatment for her symptoms. She had no complications or problems at the time of essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Essure confirmation test in 2015, results: total bilateral occlusion. On (B)(6) 2016, procedure: novasure, endometrial biopsy, hysteroscopy, findings: inner essure coil seen on left, none on right. Current weight as of (B)(6) 2018: 191 lbs. Approximate weight at time of essure placement: 180 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device dislocation ("hysteroscopy suggested essure coils seen on left and not on right side") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. C 91770) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included colecalciferol (vitamin d) from 2015 to 2017 and escitalopram oxalate (lexapro) since 2002. (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/ dyspareunia"), migraine ("migraine"), headache ("headaches"), amnesia ("memory loss/ neurological problems: loss of memory"), bladder disorder ("bladder problems /conditions"), urinary tract disorder ("urinary problems /conditions"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), menopausal symptoms ("hormonal changes: menopausal symptoms"), nausea ("nausea"), insomnia ("insomnia"), rash papular ("blotchy raised bumps"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), pain ("entire body pain"), back pain ("back pain") and arthralgia ("hips pain"). The patient was treated with surgery (supracervical hysterectomy, underwent a procedure to remove essure device.) And surgery (novasure ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, menorrhagia, dyspareunia, abdominal pain, migraine, amnesia, vaginal haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, menopausal symptoms, nausea, insomnia, depression, rash papular, vaginal discharge, weight increased, pain, back pain and arthralgia outcome was unknown and the headache had not resolved. The reporter considered abdominal pain, amnesia, arthralgia, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, insomnia, menopausal symptoms, menorrhagia, migraine, nausea, pain, pelvic pain, rash papular, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure did not worsened a previously existing condition. She appropriately sought treatment for her symptoms. She had no complications or problems at the time of essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Essure confirmation test in 2015, results: total bilateral occlusion. On (B)(6) 2016, procedure: novasure, endometrial biopsy, hysteroscopy, findings: inner essure coil seen on left, none on right. Current weight as of (B)(6) 2018: 191 lbs. Approximate weight at time of essure placement: 180 lbs. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information and lab data updated. Essure lot number was added. Essure start date updated from feb-2015 to 06-feb-2015. Events dyspareunia, neurological problems: loss of memory were clubbed with previously reported events. Events vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, menopausal symptoms, nausea, insomnia, depression, rash papular, vaginal discharge, weight increased, device dislocation, pain, back pain, arthralgia were newly added. On 4-apr-2018: processed with follow up number 1. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), migraine ("migraine"), headache ("headaches") and amnesia ("memory loss"). The patient was treated with surgery (underwent a procedure to remove essure device.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, migraine, headache and amnesia outcome was unknown. The reporter considered abdominal pain, amnesia, dyspareunia, headache, migraine and pelvic pain to be related to essure. The reporter commented: she appropriately sought treatment for her symptoms. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.